Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No rattling noise was noted. No cosmetic damage was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that there were rattling noises inside the insulin pump. Customer stated that last week, the pump stopped working and her blood glucose went over 500 mg/dl. Customer's trainer told her to call to get her pump replaced. Customer's current blood glucose is 124 mg/dl customer's blood glucose was 520 mg/dl at the time of the incident. Customer had the following symptoms related to high blood glucose: confusion, urinating, feeling thirsty, nausea, and moderate ketones. Customer treated with a manual injection. Customer was advised to do a complete set change and that the pump will be replaced due to the rattling noise. Customer stated that the pump is working now but the inconsistencies are not okay. Customer does have a back-up plan of insulin.